Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the physician felt that the battery depleted prematurely and explanted the device. The patient was stable post procedure.